Event description:
A medtronic representative reported that after about two hours of the tria system being on, the site lost tracking of both active and passive instruments. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No parts have been returned. RMA submitted for a replacement tiu to be sent to site.